Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4)

Event description:
A customer reported the unit froze before a cataract procedure. The case was performed and completed with an alternate unit. There was no patient impact.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative re-seated the random access memory (ram) and hard drive (hdd) connections to resolve the reported non-conformity. The system was tested and found to meet product specifications. The system was manufactured on october 30, 2009. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming ram and hdd connections contacts. However, how the ram and hdd connections contacts became non-conforming remains inconclusive. (B)(4).